Manufacturer narrative:
The technician found the issue was caused by the right hand transport/push handle strain gauge not functioning. The most likely cause is not known at this time, there will be an investigation performed. The right hand transport handle assembly was replaced by the technician to resolve the issue. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported that when the bed arrived at the account and the intellidrive was engaged to move forward, the bed ran backwards. The bed was located at the facility. There was no patient/user injury reported. The bed had not been put into use at the facility at this time. (B)(4).